Event description:
The power chair was sold to pt without their knowledge of it being discontined for over 2 yrs when they bought it in 10/2000. Because of the same problems pt is having with it which was told to them by the merit co, they are changing the date it was discontinued to cover them. You push forward it goes backwrds or not at all, sometimes it will go. I will have the joystick forward and it almost went off the side of the ramp on the porch. The lights -which tells the co the problem when they flash- go crazy, it is supposed to go 25 miles on a full charge, the max pt has gone in it is 2 1/2 miles, seller rewired it. The merit co. Told that voids the waranty, and now when pt uses it and turns it off can feel a vibration like a small earthquake, if you move you can hear all kinds of noise, when the chair is in use you can feel like a large knot bump in the ride, the frame rattles all the time, it does not stop like it is supposed to, it takes longer to stop and pt has actually bumped into people, there is not enough power to it where it won't climb the wheelchair ramp to the porch or go over the door way without help, it has run over pt's feet because it won't stop right. These problems were brought to seller and the merit co. They both have tried to string pt along until the warranty expires on it, until pt had to file a lawsuit against seller yesterday. Pt very afraid of the chair and now pt would not trust any power chair that merit co. Makes since they began to lie. Pt has tried to solve the problem and asked for a chair that pt checked out, a bruno, which was 39 dollars cheaper. They refused and have refused and told many many lies to even sell pt the chair. Please stop them from ripping off the handicap or anyone. Pt should have been told that brand was discontinued due to problems but instead someone recommended that chair for in/outdoor use. He also lied about being a participating provider of both pt's insurances. And medicare. They became one of insurances in july 2004, and medicare in may 2004. He also told pt he filed medicare 10/2003 and they denied pt's claim. Pt found out from medicare he did not file then they called him while pt was on the phone with them and made him file but since he was not participating they said it would be denied. So that is costing pt 1600 dollars until court.